Manufacturer narrative:
Batch review performed on 29 august 2018. Lot 179182: (B)(4) items manufactured and released on 11 april 2018 expiration date: 2023-03-26 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reference 01.29.208 (k112115) biolox delta ceramic ball head 12/14 ø 36 size s - 4 lot. 177700 lot 177700: (B)(4) items manufactured and released on 09 april 2018 expiration date: 2023-03-25 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 15 days after primary the surgeon revised the patient for a infection. Liner and ball head swap.